Manufacturer narrative:
Manufacturers narrative (B)(4). No reported significant delay to procedure, patient consequence or harm. Pinhole leak was repaired with application of bioglue and patient reported as stable post op. (B)(4). Historical data analysis:a 5-year review of previous complaints was carried out and gave an occurence rate of (B)(4) (complaints v sales) across all gelweave products. Analysis of production records: review of retained qc, manufacturing and physical testing records performed: a review of retained qc and manufacturing records showed that this batch was manufactured to specification with no issues raised. A review of the graft base material physical tests showed all testing met acceptance criteria. Base material porosity tests and finished product porosity tests were all within specification with no issues highlighted. Device not accessible for testing: device remains implanted in patient and will not be returned for testing. Review of product batch records showed no issue with the manufacture of this batch. Without the return of the product no further investigation into the root cause of this leakage is possible further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time vascutek ltd. Now considers this complaint closed.

Event description:
Event was reported to vascutek ltd as follows: "oozing blood from needle hole". Accompanying video shows leakage from sewn area of branch root.